Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable transvenous defibrillation lead exhibited reproducible noise on the rate/sense electrograms that precipitated pauses seen on the monitor during hospitalization. This finding is a new occurence. The patient is pacemaker dependent. All lead measurements are normal. The electrograms also displayed one diverted episode that showed noise.